Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. The cable caused the v60 test ventilator to alarm due to a data acquisition pcb adc reference failure. There was no patient involvement.

Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: this da to mc board cable rev e was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international manufacturer's service center reported a parts/sale defect upon arrival. The cable caused the v60 test ventilator to alarm due to a data acquisition pcb adc reference failure. There was no patient involvement.